Event description:
Medwatcher. (B)(4). This device worked great for 2 yrs. Now I have severe bleeding during cycle with huge clots, severe constant headaches with bad cramping. Always have red bumps come up in pelvic area, inner thighs and under the arms. Reason for use: dr recommended it for permanent birth control. Said it was fast, easy and no complications.